Event description:
It was reported that the customer had a button error on the insulin pump. Customer's blood glucose level was 330 mg/dl. Customer stated that her buttons stopped working and she cannot push her buttons at all. Customer ate and was going to class, but had not been able to treat for breakfast. Customer is going to treat with her insulin pen, but is not sure how much to give yet. Customer stated that the act button won't clear the alarm. Customer stated that she stores her pump in her pocket so it won't bump anything. It was explained that the pump against the skin and sweat can cause button error over time. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Findings: pump was received with intermittent button response and button error alarm due to flattened act button dome switch. No cosmetic damage noted.(B)(4).